Event description:
On (B)(6) 2012, the reporter, the patient's wife, contacted animas to report that on (B)(6) 2012 the patient awoke experiencing the symptom of sweating, and his blood glucose level was 56 mg/dl. The patient's wife contacted emergency services. When paramedics arrived, the patient was treated with a glucose tablet, orange juice and food. His subsequent blood glucose reading was not provided. The next day the patient's physician made adjustments to the pump settings to prevent nighttime hypoglycemia. No information was provided about the pump settings, programming, the patient's technique, or status prior to this event, as the reporter refused to troubleshoot the pump. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.